Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's parent reported via phone call that the customer experienced low blood glucose levels of 38 mg/dl. The customer was hospitalized due to low blood glucose and treated with food. Customer¿s blood glucose level was 46 mg/dl at the time of the call. The customer's parent was assisted with troubleshooting and stated that the customer was not connected to the insulin pump while priming the device. Customer 's parent also reported that the insulin squirts out before connecting to the insertion site. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. No prime anomaly noted during testing. Device alarmed pump error 63 during self test and pump trace download confirmed pump error 63 problem isolated to the keypad. Device uploaded properly using carelink. Unable to perform the displacement test, occlusion test and delivery acuuracy test due to missing retainer. Unable to verify delivery anomaly due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device also had a missing reservoir tube o-ring, scratched display window cover, scratched case, cracked keypad overlay, scratched keypad overlay, pillowing keypad overlay, keypad overlay texture damage and a peeling serial number label.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.